Event description:
According to the reporter during a laparoscopic lobectomy/wedge resection, they were unable to fire the staples and the staple line was incomplete proximally and centrally. Another reload was used to fix the staple line. There was potential pre-firing during loading. No reinforcement material was used. No patient adverse events were reported. The patient has undergone chemotherapy or radiation treatments. Current patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing. The reloads were loaded into the subject instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All staples were placed and test media was cleanly transected. The reloads interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle has been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.